Manufacturer narrative:
Customer returned pump for an alleged ems dispatched, visit to emergency room and was hospitalized for high bgs/dka found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged pump/bg meter communication anomaly and high bgs found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 09-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 09-oct-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 348500 (34.85 u). Daily total of basal insulin delivered: 180500 (18.05 u). Daily total of bolus insulin delivered: 168000 (16.8 u). On (B)(6) 2023 01:13:20.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u). On (B)(6) 2023 01:17:38.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2023 01:59:34.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 02:23:10.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 3000 (0.3 u). Bolus amount delivered: 3000 (0.3 u). On (B)(6) 2023 07:22:35.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 34000 (3.4 u). Bolus amount delivered: 34000 (3.4 u). On (B)(6) 2023 11:09:03.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 31000 (3.1 u). Bolus amount delivered: 31000 (3.1 u). On (B)(6) 2023 16:03:19.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 44000 (4.4 u). Bolus amount delivered: 44000 (4.4 u). On (B)(6) 2023 22:52:49.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 49000 (4.9 u). Bolus amount delivered: 49000 (4.9 u). In further full review of the pump history/traces on the event date of 15-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 15-dec-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 124750 (12.475 u). Daily total of basal insulin delivered: 82750 (8.275 u). Daily total of bolus insulin delivered: 42000 (4.2 u). On (B)(6) 2023 04:52:03.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 42000 (4.2 u). Bolus amount delivered: 42000 (4.2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event dates of 09-oct-2023 and 15-dec-2023 in the formatted history file. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 144 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss), suspected on hw (pcba 1/pcba 2). Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Pump/bg meter communication anomaly was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on hw (pcba 1/pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report high blood glucose event value 425 mg/dl. The customer is currently reporting symptoms related to the high blood glucose head ache and diabetic ketoacidosis. Troubleshooting was performed and customer was emergency visit and hospitalization overnight stay . The pump auto mode/smart guard feature was active at time of high blood glucose event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will continue using the device and pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pump was in use within 48 hours of the event but the auto mode feature was not in use. The customer will not continue to use the device as it is being returned.